Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2009, it was noted there was a perforation. The filter was noted to be tilted with several prongs of the filter extended beyond the confines of the inferior vena cava (ivc), inferiorly. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6), 2009, it was noted there was a perforation. The filter was noted to be tilted with several prongs of the filter extended beyond the confines of the inferior vena cava (ivc), inferiorly. No further patient complications were reported. It was further reported that a computed tomography (CT) scan of the abdomen performed on (B)(6) 2017 revealed the filter tilted to the left with superior most aspect of the filter indenting the left lateral wall of the ivc. The superior tip of the filter is at the inferior most aspect of the left renal vein. All of the struts extend beyond the outer wall of the ivc, however none of them definitely perforate the adjacent structures. There is no evidence for fracture or significant bending of the filter and no focal stenosis of the ivc.